Event description:
Protime microcoagulation system inr <0.8 vs unspecified lab system inr 2.0. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reports no further issues with the device and will not be returning device for evaluation / investigation. Customer obtained the following additional results. Protime microcoagulation system inr 2.3 vs unspecified lab system inr 2.6. Protime microcoagulation system inr 3.2 vs unspecified lab system inr 3.1. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.